Event description:
It was reported that fluoroscopy revealed externalized conductors. The lead will not be replaced because the patient has terminal cancer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.